Event description:
On 09/01/2010, the johnson & johnson visioncare sales rep in (B)(4) rec'd information regarding a pt who experienced an adverse event on (B)(6)2010, in the left eye (os), while wearing 1-day trueye narafilcon a product. Narafilcon a product is not marketed in the u.s. The pt presented to the (B)(6) eye clinic the same day. The clinic was contacted on 09/01/2010 to obtain additional information and confirmed that the pt presented with c/o "stinging pain" in the os immediately upon inserting a new contact lens. The treating eye doctor reported corneal epithelial staining os and that "about 80% of the corneal epithelium fell off" and that the pt could not open the os. The pt was instructed to discontinue contact lens wear, "cuttage was implemented" and was treated with cravit drops. The pt was referred to the (B)(6) hospital for f/u and further treatment. On (B)(6)2010, the treating doctor at the (B)(6) hospital was contacted and confirmed that the pt presented (B)(6)2010 was diagnosed with keratitis and "prescribed rest for 2 weeks." On (B)(6)2010, the treating doctor at the (B)(6) hospital reported that the pt's initial diagnosis on (B)(6)2010 was corneal erosion 10x10mm in size; the pt was prescribed cravit drops 4 times a day, hyalein mini drops 6 times a day, tarivid eye ointment and an o2 optix lens was used as bandage contact lens. On (B)(6)2010, the pt returned for a f/u visit. The treating doctor reported that the corneal erosion had "almost epithelialized." On (B)(6)2010, the pt returned for a follow up visit; doctor noted that the "corneal epithelia were almost smoothed" and flumetholon drops were prescribed 3 times a day. Doctor also noted that there was some scaring and neovascularization that remained that "would resolve without visual loss." The product in question was requested for return for evaluation but has not been rec'd. The lot history review for lot 4922530104 showed that the lot was manufactured under normal conditions and met all release criteria. Subsequent to the release of this lot, it was discovered that an isolated issue in one portion of the lens rinsing process impacted some product from the manufacturing line which produced lot 4922530104. At the time of product release, all documentation showed that lot 4922530104 met all release criteria. No additional information is available at this time. Will report any additional information within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No evaluation will be performed. No conclusions can be drawn.